Manufacturer narrative:
(Intervention required) - evaluation results - (endoleak), aortic neck angulation.

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 4 months ago. The pt had significant angulation of the thoracic aorta just beyond the subclavian artery. A talent stent graft was implanted to treat a proximal type I endoleak and a type iii endoleak. The pt was also treated for a left groin hematoma during this procedure. No add'l clinical sequelae were reported, and the pt is fine.